Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove the catheter from the guidewire was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove the catheter from the guidewire appears to be related to circumstances of the procedure. The returned catheter was unable to be removed from the guidewire, due to the observed damage to the guidewire (misaligned coils and kinked) and procedural contaminants within the guidewire exchange lumen. In this case, it is likely that an interaction issue between the guidewire and the catheter caused the observed damage and resulted the reported and confirmed difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter was used during the procedure. However, after pullback, the device could not be removed from the bmw guide wire; therefore, the catheter and bmw wire were removed together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.